Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components," "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant," "wear and/or deformation of articulating surfaces," "intraoperative or postoperative bone fracture and/or postoperative pain," and "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-08549 & 2015-01439).

Event description:
Patient's legal counsel reported that the patient underwent right total hip arthroplasty on (B)(6) 2006. Legal counsel further reported that the patient was revised on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue and lack of mobility. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain, wear, elevated metal ion levels and periprosthetic osteolysis. Operative report noted the presence of greyish synovial fluid, capsule synovitis with joint effusion, capsular and periprosthetic tissue metallosis with black stained tissue, pseudotumor, osteolytic debris, metal stained lesion, wear debris, wear and trunnion corrosion, and a cavitary defect in the acetabulum. The stem and acetabular cup were noted to be well fixed. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that the patient underwent right total hip arthroplasty on (B)(6) 2006. Legal counsel further reported that the patient was revised on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue and lack of mobility. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.